Event description:
Lever attachment on the cable lock will not tighten or lock onto cable. Instead it deforms the cable in two different places. The sales consultant upon receipt of this report that the device was not used during a procedure and no patient was involved. In an abundance of caution this complaint was reviewed on (B)(4) 2013 and determined to meet the definition of a reportable event. This is 1 of 2 reports submitted.

Manufacturer narrative:
This device was for treatment not diagnosis. A review of synthes device history records indicate the product conformed to all requirements. The supplier tested the tensioner three separate times and each time the testing fell within the specified tolerances. The DHR determined that the device met all specifications prior to shipping. Based on the specifications at the time of the original manufacturing and the investigation performed by the supplier, this complaint is deemed invalid from a manufacturing position. Simulation of tensioning a 1.7mm ss cable was performed with the returned cable tensioner and lock. The cable lock was able to lock and hold tension when used with the cable tensioner. The design was reviewed and determined to meet the intended use.